Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the esophagus. There was no harm to the patient. A repeat procedure was performed. No intervention was required. There was nothing unusual about patient or procedure. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. The site has been performing bravo procedures for about 5 years. The capsule and the delivery system will not be returned for evaluation.